Manufacturer narrative:
Concomitant product(s): product ID: 3095-10, serial# (B)(6) implanted: (B)(6) 2007, product type: extension. Product ID: 3031a, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 3093-28, lot# v033456, implanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was removed in 2008-2009 due to infection. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.